Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer did not perform air removal step when loading the cartridge. A cartridge change was performed resolving the issue. Additionally, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Blood glucose (bg) level was 49mg/dl. Carbohydrates were consumed to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.